Manufacturer narrative:
Age at the time of event: (B)(6). Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16428351/16428351, model/catalog description: infinion 16 lead kit 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent explant. No further information could be obtained.